Manufacturer narrative:
The available information suggests this device will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this device was attempted at implant. Defibrillation threshold (dft) tests were started at 11 joules followed by 21 joules. The patient did not convert and an external shock was delivered. Following the shock, a drop in blood pressure was noted along with a drop in pulse to 30 beats per minute. Pulseless electrical activity was then observed and the patient subsequently expired. There were no allegations against device functionality.